Manufacturer narrative:
Returned device was received with top and bottom cases are in excellent condition. Damaged plunger tube seal, slight crack on right plunger case and crack on ear clip. No visible contamination on the device. During the evaluation of the device the customer reported condition was not confirmed. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical medfusion pump had a force sensor failure. No adverse patient effects were reported.